Manufacturer narrative:
Pediatric experience with sudden unexplained death in epilepsy at a tertiary epilepsy center. Mcgregor, amy and wheless, james. Journal of child neurology. Volume 21, number 9, pp. 782-787. September 2006.

Event description:
It was reported in a study investigating sudden unexplained death in epilepsy patients (sudep) that a male with epilepsy was found dead in his bed. The patient did not have a functioning vns device at the time of death as his device had reached end of service two years prior to his death. The patient was taking levetiracetam and gabapentin to aid in seizure control. An autopsy was performed and visceral (lung) congestion was found. The patient's death was classified as a definite sudep. Good faith attempts to obtain additional info from the study coordinator have been unsuccessful as she no longer has this info.